Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings & investigation conclusions), h11. Biomed resolved issue by replacing the ECG leads and tested out with pronk slim ECG tester. No alarms were present after replace ECG leads and ran a performance test. Test was perform using the cardiosave trainer and at different bpm rates all results within manufacture specs. Also perform a fiber optic test and all reading within manufacture specs.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp), without ECG rhythm on screen. The pump is reading and displaying a correct heart rate but the ECG line is flat. Customer states patient that came from the cath lab recently without an ECG rhythm on the screen. The pump is reading and displaying a correct heart rate, but the ECG line is flat. Customer has tried removing/reconnecting the ECG cable. The pump is currently in auto and pressure trigger and that the patient is stable. The pump is "direct" for the ECG signal. There are no external or other cables connected that could interfere. Advised to replace the ECG patches, apply a small amt of doppler gel and move the patches closer to the chest area. Again, tried reconnecting the cable, and checking to make sure all lead cables were secure in the trunk cable. Suggested trying a cable from another pump but there isn't one available at the moment. Customer will attempt to locate another pump and try a different cable and will switch pumps if necessary. Customer will report the current pump to their biomed department once removed from the patient.